Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102. The cause for the failure was isolated to corrosion on the monitor computer/analog pca and defibrillator pca. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 102 (charge profile fault).